Manufacturer narrative:
The system control plate was returned to the manufacturer for analysis. Analysis found that when the system control plate was installed in imaging system, the system readied and functioned as expected during testing. Image quality was normal. No fault found.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative was able to confirm the reported issue. The representative returned on (B)(6) 2017. The representative reported that the dose reporting was inaccurate. The representative then updated the application software which did not resolve the reported issue. The representative then confirmed the reported issue was resolved by replacing the imaging system computer on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the image quality on the imaging system was poor. The scans were reported to use low and normal dosages. No additional information was provided. The site elected to use the image acquisitions. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Correction: patient information was inadvertently not pulled into the initial MDR and now provided. Patient identifier not available from the site. Correction: the medtronic representative was able to use the imaging system lateral and ap images in the navigation system to navigate and they completed the lumbar fusion (l4-s1) by using those 2d images. The software investigation confirmed that the issue appeared to be a hardware induced event, as there was a bad value for the position of the detector panel in mfov mode. Software functioning as designed.

Manufacturer narrative:
(B)(6).